Event description:
A (B)(6) male presented for a nanoknife ablation of a kidney lesion located on his left kidney. The treating physician was satisfied with the ablation and no complications were reported. Post procedure, the patient reported pain in his left back radiating to his groin. The treating physician attributed the patient's pain to nerve irritation caused by the procedure. The treating physician was satisfied with the successful completion of the procedure and there was no report of permanent harm or injury to the patient. Subsequent follow up visits determined the patient was not responding to the plan of treatment and continues with the disease.

Manufacturer narrative:
There was no indication of a device malfunction or a product problem. The treating physician was satisfied with the ablation with no complications being reported. This report is not being submitted for a product problem but rather to report the patient's complaint of pain in the left portion of his back radiating to his groin. The treating physician attributed the patient's pain to nerve irritation caused by the procedure. The nanoknife system includes single use electrode probes and generator. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regards to this event. The user manual, which is supplied to the user with this unit, lists damage to critical anatomical structure (nerve, vessel, and/or duct is a potential adverse effect. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).